Event description:
I was seeing a wound care dr and he used this product for my wounds and I ended up having severe pain that required me to go to the ER twice in one day and ended up being admitted due to infection. I also used this product at home and noticed that my problem got worse and started to spread which I was told by my wound care dr that it could eventually lead to amputation of my legs. Started out as a small issue and grew to a larger issue after using this product several times.